Event description:
Related manufacturer reference number: 2017865-2023-11953. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was noise on the right ventricular (rv) lead and right atrial (ra) lead. The physician performed lead revision procedure where the rv and ra leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.